Manufacturer narrative:
Additional information was received that the patient's symptoms included discharge at the pocket site. The patient was given IV vancomycin in the hospital and was prescribed augmentin for life by her physician.

Event description:
A report was received that the patient had an infection at the pocket site and refused to be explanted. The physician cleaned out the pocket.

Event description:
A report was received that the patient had an infection at the pocket site and refused to be explanted. The physician cleaned out the pocket.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.